Manufacturer narrative:
Conmed received the damaged shaver bur for evaluation on 30-nov-2015. Visual examination of this bur confirmed the inner blade was broken at mid shaft. A second inspection using microscopic magnification showed there are scoring lines next to the failure of the inner tube indicative of the application of excessive leverage while running at high speeds. This type of usage causes the failed area to bend back and forth while rotating resulting in the torsional shearing failure. It does not appear the break is related to the material or manufacturing process. Lot# 583301 was produced on 03-sep-2014. (B)(4). This lot contained (B)(4) units. No other complaints have been received on this lot. A two year review of complaint history shows there has been no adverse event reported related to the use of this device failure mode. This failure mode is addressed in the fmea and the safety risk has been found to be acceptable. This event did not involve a product problem indicating a nonconformity, adverse trend or unanticipated hazard. The instructions for use provides the following operating instructions and precautions: this equipment is designed for use by medical professionals completely familiar with the required techniques and instructions for use of the equipment. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blades or burs should be examined for damage and replaced if necessary. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can caused damage to the device including permanent deformation, shedding of metal(wear), motor seizure, and overheating.

Event description:
The customer reported that during use of the 4.5mm x 19cm sterling sperical bur, extended length in a hip arthroscopy the bur broke. Another of the same device was used to complete the procedure successfully. This event contributed to a 2-minute delay during the procedure. The procedure was completed as intended with no further complications or patient injury. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.